Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with closurefast catheter, 7f, 100cm. The customer states that during post op exam of pt, it was determined that the pt had a skin burn along the site of ablation. Physician will have a f/u exam of the pt this afternoon.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.